Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of drill is not holding a charge was confirmed. The drill does not charge and does not function. The root cause of the reported failure was identified as an internal failure within the drill.

Event description:
It was reported that the drill is not holding a charge. Additional information received on (B)(6). "I was showing no charge or ref lights showing up, I placed it on the charger and as I connected it the light showed up a full 4 dots and turned on, it is running slow and jerks like it couldn't spin and stops." No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.